Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper repair, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the wiring of the battery reamer/drill device was soldering and loose. It was further determined that the device did not start or work properly and the soldering of the angle was stuck to the motor contacts and had loosened. It was further determined that the device failed pretest for check the off/ forward/reverse mode. It was noted in the service order that the device did not start or work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.